Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the up and down buttons on their device's keypad stopped registering inputs. Upon inspection, the reporter noted that there was some visible corrosion within the battery compartment. This issue is being reported because it was not reasolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: the keypad cover was found to be torn over the up arrow and ok buttons. During testing, all keypad buttons were found to be unresponsive. The keypad cover was removed and the ok button contact was found to be inverted. Evidence of contamination was found under all key contacts. There was visible moisture in the battery compartment. A leak test revealed a battery compartment crack and leak. The pump case was removed and no further signs of moisture were found. Unrelated to the complaint, evaluation revealed that the audio bolus button was unresponsive and difficult to press. There was no damage to the audio bolus button cover. The audio bolus button cover was removed and the button slug was found to be inverted; contamination was found on the button contact. Also unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test display screen was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.